Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and that they assumed the insulin pump was not bolusing. The customer's blood glucose level was 450 mg/dl, but after treating with manual injection, it decreased to 411 mg/dl. The customer performed troubleshooting and did not find any problems. Three motor error alarms were found in the history. The high pressure test was declined. Customer received a loaner insulin pump, however nothing was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.